Manufacturer narrative:
(B)(4). Procode: hrx, gei. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the device wasn't working correctly and the suction was off, so they pulled it out of the patient and hit the shaver mode to check it out. The device sparked while oscillating. The handpiece was switched out and everything worked great after that and patient was not harmed. It was reported that no further information is available. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: the device was observed to have rust and damage on the motor shaft bearing causing resistance when the shaft was turned. The corrosion is evidence of fluid ingress into the motor. The handpiece was dispositioned for scrap. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.